Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, caval thrombosis, and deep vein thrombosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Ivc filters are not indicated for use in the prevention of dvt. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc) or the filter do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. It was reported that there was perforation however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified cordis vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, caval thrombosis, and deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, caval thrombosis, and deep vein thrombosis. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), filter tilt, blood clots, clotting and/or occlusion of the ivc approximately fourteen years post implant. The patient also reported experiencing decreased activity level. A computed tomography (CT) scan performed approximately fourteen years post implant, indicated a 3 mm mesenteric perforation and calcified chronic thrombosis in the ivc. There was no tilting, fracture, migration or stenosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Ivc filters are not indicated for use in the prevention of dvt. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc) or the filter do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. It was reported that there was perforation however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images for review the reported event(s) could not be confirmed or further clarified. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. The results of the CT scan indicated that there was no filter tilt, as such a clinical determination for the event cannot be made. Decreased activity does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The results of computed tomography (CT) scans done approximately fourteen years after the index procedure indicate that the patient had a 3 mm mesenteric perforation and calcified chronic thrombosis in the inferior vena cava (ivc). There was no tilting, fracture, migration or stenosis.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), filter tilt, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately fourteen years after the index procedure. The patient has also experienced decreased activity level.